Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized for the event. The cause of the event was unknown. On the same day as the event, the patient was treated with intraperitoneal fortum (1gram, once daily) and vancomycin (2 gram, every fifth day) for peritonitis. It was unknown if the patient recovered from the event. At the time of this report, treatment therapies and hospitalization were ongoing. No additional information is available.